Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical representative reported via phone call that customer experienced severe hyperglycemia and diabetic ketoacidosis. Customer's blood glucose level was 279 mg/dl. The insulin pump will not be returned for analysis.